Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to suture malposition during knot advancement may include, but are not limited to, patient anatomy (friable artery) or user technique (knot tensioning angle not coaxial), knot jams in subcutaneous tissue. It is likely that the reported "it appeared as if the suture was possibly loaded wrong or tangled with the device" is related to the users perception after the suture malposition and entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported this was a bilateral arteriotomy closure using the pre-close technique via 5f sheath holes prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the needles deployed normally through step 3; however, the suture knot was noted by the upper handle of the device, not at the artery/skin level. It appeared as if the suture was possibly loaded wrong or tangled with the device. The sutures were cut to remove the device. This occurred with a total of three prostyle devices in the right common femoral artery (rcfa) access site. The sutures of two new prostyle devices were successfully pre-placed on the right and two on the left. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices with reported issues are filed under separate medwatch report numbers.